Event description:
Caller alleged discrepant result with the inratio meter. Results as follows: date: (B)(6) 2012; inratio inr: >7.5 and 2.5. The time between testing was 3 minutes. Caller reported that the alcohol was not dried off finger before testing. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.